Event description:
It was reported that an ilet user experienced hyperglycemia for approximately 12 hours with a reported peak blood glucose of about 400 mg/dl, and observed fluid around the cartridge consistent with a suspected cartridge or connector leak; the user performed a full supply change and utilized backup therapy, after which glucose subsequently trended downward and later measured 100 mg/dl. Symptoms included elevated blood glucose. Outcomes included temporary interference with glucose control without hospitalization or professional medical intervention. Investigation included troubleshooting and user education conducted remotely and collection of cartridge lot information. Investigation of this case revealed a suspected leaking cartridge or connector, with no device returned for evaluation. It was concluded that the event involved high glucose associated with a suspected cartridge or connector issue, with user recovery following supply change and backup therapy. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.